Event description:
A surgeon reported having a pt with blurred distance and reading vision following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported that he fit the pt with a multifocal contact lens in the unoperated eye and the pt was very pleased with the improvement in her reading vision. Medical records were received and reviewed. Preoperatively, the pt was noted to have a deep anterior angle and lens findings included 3+ nuclear sclerosis. Five days postoperatively, the pt reported constant blurred vision and that she "just can't see." At the same visit, the corneal findings included mild stromal edema, mild microcystic edema, mild bullae and 2+ cells in the anterior chamber; the fundus was normal. An optical coherence tomography showed the implanted eye to have macular thickness greater than the fellow eye and the surgeon questioned early cystoid macular edema (cme) due to inflammation. The pt was treated with medications. Approximately one month postoperatively, symptoms included intermittent blurred vision and headache. Exam showed the anterior chamber was deep and without inflammation; vitreous findings included floaters; and macular findings showed no edema. Approximately ten weeks following the implant procedure, the intermittent blurred vision and headaches continued. The pt reported that she believed eyeglasses were the cause of many of her current headaches. Eye exam showed wrinkled posterior capsular opacification; open anterior chamber angle and floaters. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/30/2010 and 12/13/2010 by fax, mail and phone. Additional info was received by phone; a completed questionnaire has not been received. Medical records were received 12/13/2010. (B)(4).